Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a repeated non-recoverable fault 40100 occurred on the universal surgical manipulator (usm) 1. The customer performed power cycle of the system, but the same issue persisted. The customer elected to disable the usm 1, and procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. The issue occurred when the procedure had been in progress for about an hour.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, but the reported failure (repeated non-recoverable fault 40100 on usm1) could not be replicated. However, the error was confirmed via error logs/system logs along with multiple errors 31226 and 1126 happening on the axes controller (aca) and axes controller spar (acs) downstream. The unit was tested on an in-house system and passed in normal mode. The usm was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, sensors check and fiber tests. The fiber power trend report showed a dramatic decrease of intensity.

Event description:
Refer to h10/h11 for follow-up information.